Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump could not respond to battery changes. Customer indicated that the pump alarmed change battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to remove the battery for a short time and then replace it with a new battery but the display did not return. The customer was also advised that the device would be replaced and agreed to return the product for analysis..

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed the power error 25 alarm and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with operating currents within specification. No unexpected failed battery test/failed battery alarms were noted. The pump was received with a scratched case, a faded serial number label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.